Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial and right ventricular leads exhibited high pacing impedance. The leads were not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.